Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette sensor was defective. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
D9: 6/10/2025. Received one device. Visual inspection found no damage, during latch lock test was found that sensor was not functioning. It was not detecting when opened and closed. Complaint was confirmed during latch lock test. Flex sensor circuit was replaced with a new one. The performance verification test was performed visual inspection pass, all tests passed within specifications. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.